Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with an inability to activate the pump. A revision surgery was performed, during which the physician confirmed the presence of a hematoma and scar capsule around the pump within the scrotum. The pump was explanted, the hematoma was drained, and a new pump was implanted. There were no further patient complications.